Manufacturer narrative:
Initial.

Event description:
It was reported that the pump generated alert 38 indicating a motor stall, and despite a restart the alert persisted until a guided dry run was performed successfully; the user was advised to change supplies from a different lot and understood, with no impact to blood glucose reported, consistent with a failure to infuse related to the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem was identified in conjunction with a motor stall indicative of a failure to infuse involving the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.